Manufacturer narrative:
H10: the removed front bezel with the navigation ring was returned to the product investigation lab (pil). The pil tested the front bezel with the navigation ring and was unable to confirm the failure. The pil were able to adjust the settings and confirm the power, battery, and alarm light emitting diode (led) functions. The pil was also able to confirm the function of the accept and power button. No issues were found with the front bezel with the navigation ring.

Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their navigation ring was unresponsive. A field service engineer (fse) went onsite and replaced the front bezel with the navigation ring to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1 reporter phone number (B)(6).